Event description:
The user facility reported that air was observed in the extracorporeal circuit during a cardiopulmonary bypass surgery. The air was pumped to the pt, who subsequently expired. The hospital has acknowledged that there was no malfunction of the subject pump or its disposable accessories and that they are uncertain about how the air got into the extracorporeal circuit. However, the hospital requested an examination of the equipment because the subject device was in use at the time of the adverse event. The MFR's evaluation confirmed that there was no evidence of a defect or malfunction associated with this reported incident.